Manufacturer narrative:
The returned system controller was functionally tested using manufacturer's laboratory equipment and was found to function as intended. A full functional test was performed and the system controller passed all test steps. The system controller operated for an extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The system controller was operated while supported by test 14 volt li-ion batteries without issues. The data log file was retrieved from the returned system controller and reviewed; however, the results of the investigation were inconclusive and a correlation between the system controller and the events recorded was unable to be identified. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Requests were made for the return of the patient's batteries and battery clips; however, the products have not been returned for evaluation. The manufacturer is closing the file on this event. The file will be reopened if any of the requested products are returned and a supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device from the product ship date is 2 years and 6 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced multiple low voltage alarms followed by low flow hazard alarms and switched to his backup system controller at home. The patient was asymptomatic. The low voltage and low flow hazard alarms were confirmed based on a review of the patient's data log files. The log file captured many low voltage advisory alarms while the patient was on battery power including a low voltage hazard alarm. The low voltage hazard alarm was followed by a loss of power event resulting in a pump stop. The system controller appeared to have been exchanged shortly after. The log file from the backup system controller captured a few low flow alarms immediately after the system controller was connected to a power source and then no unusual events were observed in the remainder of the log file. The low voltage alarms appeared to have been potentially caused by an issue or a combination of issues with either the patient's batteries or battery clips. It was reported that the patient's batteries and battery clips were replaced. No further issues have been reported.